Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 344-498 mg/dl). Bolus and insulin injections were used to address bg. Pump system check with tandem technical support (cts) found the pump time was off by one hour. Customer did not know cause of incorrect time. Cts assisted customer with correcting time.